Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left knee revision due to instability, a deep "clunking" sensation, and tibial tray loosening at the cement to implant interface. The surgeon noted significant vastus medialis oblique atrophy. The femoral and patella components were both well-fix, the femoral was revised while the surgeon decided to not revise the patella. The surgeon noted the tibial tray appeared to be well-fixed, however, after easy removal there was no cement attached to the backside of the tibial component. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2014; dor: (B)(6) 2017; left knee.